Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis of the partially returned lead found insulation degradation at 4.5 cm from the connector pin. (B)(4).